Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose. Customer's blood glucose was in range of 400 mg/dl last month and blood glucose at the time of incident was 452 mg/dl and customer's current blood glucose is unknown. Customer treated their blood glucose with bolus. Customer will not return insulin pump for analysis.